Event description:
It was reported the device was in use with patient for infusion of remodulin. The reporter stated the patient's infusion set (manufacturer not provided) came out of patient's skin overnight. The patient was instructed to restart the infusion but patient was unable to restart the pump. The patient's daughter reported the device showed "push rod stuck" alert. The patient's daughter was advised to take the patient to local emergency room since patient had gone without infusion for several hours. The patient's doctor was notified of the issue. No further information will be made available from distributor.